Manufacturer narrative:
As reported by the sapphire registry after carotid artery stenting in the left proximal ica, a (B)(6) male patient with medical history including prior left pta, prior tia, diabetes mellitus and hypertension patient had neurological symptoms diagnosed as an ischemic stroke that was treated with a tpa infusion. When the angioguard embolic protection device was removed it was noticed that there was a large amount of soft newly formed thrombus within the angioguard device. It was also noted that the patient had a neurologic change with confusion, dysarthria and mild aphasia. He was able to move his right hand, which was slightly weaker than his left hand, and was able to move his right leg. Following this, selective angiography was performed, revealing a thrombus in the left mca with a cutoff sign and slow flow. At this point, a microcatheter was introduced and 10 mg of tpa was infused intra-arterially. The patient began to visibly improve. A follow-up angiogram demonstrated timi 3 flow in the major left mca branches with possible occlusion of the lateral orbital frontal, precentral, and/or rolandic artery. Because of the patient's significant clinical improvement, the procedure was terminated. The site reported a 0% final residual in-lesion stenosis. A brain CT scan was performed on and on also on the following day a CT scan report for study on the following day without contrast reported no interval change and no acute abnormality detected, compared to the previous CT .. A tiny bubble of gas in the left sylvian fissure evident on the previous study was no longer seen. Stable old left cerebellar hemispheric infarct was noted again. One day later, the nih stroke scale score was 0 and the rankin stroke scale score was 0. The patient was asymptomatic at the time of the index procedure. Nih and rankin scores at baseline were both 0. Pta was performed on a 70% occluded lesion in the proximal left internal carotid artery of 10mm in length in a 4.8mm vessel diameter. The arch type was I. A 6mm extra support angioguard embolic protection device was successfully deployed past the lesion which was pre-dilated followed by deployment of an 8x40mm precise pro rx stent. The residual diameter stenosis measured 0%. There was no documented dissection or presence of air bubbles. The angioguard was removed and debris was found in the basket and during removal of the device the patient began to exhibit neurological deficits. The patient was discharged on the following day. Nih and rankin scores were the same as baseline, 0. The product was not returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Hypoperfusion and the resultant ischemic stroke are well-known potential adverse events associated with the carotid stent implantation procedure. Ischemic stroke can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. The hemodynamic instability that occurs both during and after carotid stent implantation is influenced by the baro-receptors, which are located at the carotid bifurcation. These baro-receptors are stimulated by the stretch of interventional balloons, sds (stent delivery system) and distal protection devices, initiating a reflex via the glossopharyngeal nerve. This results in a fall in blood pressure and bradycardia. Stent placement may promote persistent stimulation of these baro-receptors. These reactions are anticipated relatively short-term adverse events associated with the compression of the baro-receptors during balloon inflation, stent implantation and filter device manipulation. Thrombosis is also a known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation in side of the stent around the damaged areas. There is no evidence that manufacturing issues contributed to the events. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. This is one of two products involved with the reported adverse event and are associated manufacturer report numbers 9616099-2013-00457 and 1016427-2013-00094.

Manufacturer narrative:
... Deployed past the lesion which was pre-dilated followed by deployment of an 8x40mm precise pro rx stent. The residual diameter stenosis measured 0%. There was no documented dissection or presence of air bubbles. The angioguard was removed and debris was found in the basket and during removal of the device the patient began to exhibit neurological deficits. The patient was discharged on the following day. Nih and rankin scores were the same as baseline, 0. Concomitant medications: heparin was given during the procedure. Pre and post-procedure medications included aspirin and clopidogrel. Concomitant devices: precise pro rxpc0840rxc catalog number. This is one of two products involved with the reported adverse event and are associated manufacturer report numbers 9616099-2013-00457 and 1016427-2013-00094.

Event description:
As reported by the (B)(4) registry after carotid artery stenting in the left proximal ica, the patient had neurological symptoms diagnosed as an ischemic stroke that was treated with a tpa infusion. When the angioguard embolic protection device was removed, it was noticed that there was a large amount of soft newly formed thrombus within the angioguard device. It was also noted that the patient had a neurologic change with confusion, dysarthria and mild aphasia. He was able to move his right hand, which was slightly weaker than his left hand, and was able to move his right leg. Following this, selective angiography was performed, revealing a thrombus in the left mca with a cutoff sign and slow flow. At this point, a microcatheter was introduced and 10 mg of tpa was infused intra-arterially. The patient began to visibly improve. A follow-up angiogram demonstrated timi 3 flow in the major left mca branches with possible occlusion of the lateral orbital frontal, precentral, and/or rolandic artery. Because of the patient's significant clinical improvement, the procedure was terminated. The site reported a 0% final residual in-lesion stenosis. A brain CT scan was performed on and on also on the following day a CT scan report for study on the following day without contrast reported no interval change and no acute abnormality detected, compared to the previous CT. A tiny bubble of gas in the left sylvian fissure evident on the previous study was no longer seen. Stable old left cerebellar hemispheric infarct was noted again. One day later, the nih stroke scale score was 0 and the rankin stroke scale score was 0. The patient was asymptomatic at the time of the index procedure. Nih and rankin scores at baseline were both 0. Pta was performed on a 70% occluded lesion in the proximal left internal carotid artery of 10mm in length in a 4.8mm vessel diameter. The arch type was I. A 6mm extra support angioguard embolic protection device was successfully ...